Manufacturer narrative:
The customer¿s report that tubing is causing "return pressure alarms" could not be confirmed due to a leak in the tubing. Received from the customer is one used primary set model 2426-0500 lot 19103073. The customer did not send in the second reported primary set (same model and lot). Functional priming testing found the set leaked from above the distal smartsite port. Closer inspection of the leak under a lab microscope observed a small cut damage in the tubing. The customer did not send in the second reported primary set (same model and lot). The set was visually inspected as received for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and the set leaked from the tubing above the distal smartsite port. The source of the leak is due to a cut in the tubing. The root cause of the cut damage could not be determined.

Event description:
It was reported that tubing is causing "return pressure alarms" during plasma exchanges on the hematology/oncology floor. When the tubing is removed, the alarms stop. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.